Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump was alarming unexpected restart and the buttons would not respond after the customer went into the ocean with it. The customer's blood glucose was 109 mg/dl before the incident and 72 mg/dl after. Troubleshooting was performed. It was indicated that moisture could be seen behind the screen and the alarm could not be cleared. It was advised that the insulin pump will need to be replaced and to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. No damage on keypad traces noted. Unable to verify for keypad buttons anomaly, unexpected restart alarm and unable to perform functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement due to blank display. The insulin pump received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.